Manufacturer narrative:
On 9-apr-2020, mentor received additional information regarding the date of explantation. The revision surgery was rescheduled from (B)(6) 2020 to (B)(6) 2020 due to covid-19. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1/13/2020, mentor received additional information regarding the date of explantation. The patient is scheduled to undergo removal without replacement on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant medical products: 300cc entor memorygel breast implant ( catalog #: 3503001bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The rupture was visualized via MRI performed on (B)(6) 2019, and the patient was scheduled to go in for an appointment on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.